Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the caller on how to reset the malfunction code on the pump, after which the issue did not recur. Customer was advised to continue using the pump and to call back if the malfunction reoccurs.